Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and prime test due to faulty force sensor resistor. The insulin pump passed the operating currents test and displacement test. Unable to perform the self-test, a21 error test, occlusion and no delivery tests due to a33 alarm. The insulin pump had cracked case at the display window corners and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 268 mg/dl. The customer stated that insulin was squirting out during manual prime. The customer stated that insulin continued to drip after the motor stopped. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.